Manufacturer narrative:
O2 bottle holder straps.

Event description:
It was reported by svc report that the oxygen bottle holder cushion straps were dislodged. There was no pt involvement or adverse consequences to report.